Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its pocket had a read, write errors. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 on the main station pockets in row b were failed. A field service engineer (fse) inspected the drawer and found read, write errors on pocket b5. Afterwards, the fse was able to power down the station and reset the connection to each tray and pocket. Afterwards, the fse reassembled all the components and reseated the connections in the back of the drawer. Once this was completed, the fse was able to power the station on in test in hardware testing application. The system functioned as intended after the fse repaired the device.